Event description:
The customer reported that the data files were corrupted. This condition likely prevented the system from being usable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.